Event description:
During an unknown procedure, the blade had contact with clip. Error code displayed and generator reset. During testing process, a piece of blade broke. A new instrument was used to complete the procedure with no pt consequence.